Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported the patient presented to the clinic for a follow up and the pulse generator exhibited backup vvi mode operation. The device was explanted and replaced (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.